Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item was performed and it was found to exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces were returned. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured on a worn instrument claim form. All pieces have been returned. The fracture happened during a persona right total knee procedure. There was no impact to the patient.